Manufacturer narrative:
Product analysis:the full lead was returned, analyzed, and no anomalies were found the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead dislodgement was suspected. A loss of capture and low r waves were also noted. A chest x-ray confirmed lead dislodgement and a lead repositioning was attempted, however the lead dislodged once more. The lead was removed and a large amount of tissue was noted on the tip. The lead was cut and a new lead was placed. No patient complications have been reported as a result of this event.